Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams ambicor cylinders, pump and tubing were visually inspected and functionally tested. Both cylinders exhibited leaks attributed to holes caused by wear at the folds of the cylinder bodies. The tubing was cut apart from the device; there was no damage to the pump. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. The ams ambicor hazard analysis indicates that the reported events of this complaint do not represent a new hazardous situation. There is no objective evidence that the user did not properly handle or use the device in according with the IFU. An investigation code of cause traced to component failure was chosen as product investigation identified a device malfunction. Date of event is an estimate.

Event description:
It was reported that an ambicor penile prosthesis was explanted due to an unspecified reason. No other details were reported. The device was later returned for analysis and a product problem was identified.